Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that 1 day post implant this patient with this electrode was inappropriately shocked 18 times. Technical services (ts) reviewed episodes in which very small amplitude was observed, which was oversensed. Approximately half of the shocks occurred the same day as the implant. Ts discussed possible reasons including migration and requested x rays, which were obtained. Automatic setup was run in which the primary vector was chosen. The physician thought the signals in primary looked good and opted to leave this s-ICD system as is, as it was assumed the drop in amplitude was positional, as post shock there was signal restoration. Ts discussed the potential for issues if this system is migrating and encouraged further investigation. This s-ICD remains in service. No adverse patient effects were reported.